Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. During post procedure planning, computed tomography (CT) was performed and showed some gel in the rectum near the apex. On magnetic resonance imaging (MRI), rectal wall infiltration appeared near the apex to midgland. The physician was planning to scope the patient in 3 to 4 weeks and treat with slow fractionation of 1.8gy to 79.2gy.